Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed with a pericardial effusion. The right atrial lead exhibited a loss of sensing. The patient remained in the hospital under monitored care while they determined how to treat the atrial lead. Programming would possibly be performed but have not been confirmed. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2017 the right atrial lead exhibited a loss of capture. No intervention was performed. The patient would continue to be monitored.